Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n296244, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 7743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that an overdischarge of the implantable neurostimulator (ins) was suspected. The patient didn¿t think his device was working "that great" so he quit using his device about a year prior to the report. The patient felt like he was getting shocked and in pain at the same time. The patient wanted to try using the stimulation again due to pain from a car accident. If additional information becomes available, a follow-up report will be submitted.